Event description:
User received one patient sample with erroneous results for multiple assays. Initial glucose 27 mg/dl, repeat on another analyzer 90 mg/dl; initial bicarbonate result 6 mmol/l, repeat on another analyzer 20 mmol/l. No erroneous results were reported. The field service representative determined the cause to be due to a faulty level detect cable and replaced it. Performance tests were performed.